Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A direct correlation between the device and the report of elevated ldh and suspected thrombosis could not be conclusively established through this evaluation. The submitted log file showed no unusual events. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years and 8 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the clinic with elevated lactate dehydrogenase (ldh) of 836 u/l with a repeat at 845 u/l and concerns for pump thrombus. The submitted log file reviewed reported that the pump is maintaining its set speed and there are no unusual events noted therefore there is not enough evidence to confirm pump thrombus; however, the patient¿s ldh continues to be stably elevated. A CT and echocardiogram performed was negative for pump thrombosis. The plan is to optimizing blood pressure control and gentle hydration. The patient is scheduled to be discharged home on (B)(6) 2018 with a current ldh of 421 u/l. No additional information was provided.